Event description:
On (B)(6) 2012 the pt reported issues with the up button that began about a week ago. He noticed the issue while attempting to bolus. Both the up and down buttons functioned at the time of the report. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.